Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 03 may 2024, it was reported an alarm 2 due to the blockage at the infusion set site. The symptoms were noticed within three hours of insertion. The infusion set was inserted in abdomen. No further information available.